Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure and tissue injury appear to be related to procedural conditions (leaflet damaged from first clip, manipulations of second clip). The reported mr is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip was inserted and deployed on the mitral valve. A mitraclip xt (50311r1076) was then inserted, and grasping was performed. However, the clip was unable to capture the posterior leaflet and tore the valve. Therefore, the clip was removed from the patient. A mitraclip xtw (50312a1017) was then inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. It was noted that the mitraclip xtw contributed valve damage. Therefore, the clip was removed from the patient. No additional clips were implanted, and the mr had increased to a grade of 4. There was no clinically significant delay in the procedure.